Event description:
In (B) (4): covidien received a medwatch form (B) (4) from the FDA with regards to a customer reported event of the high pressure tubing breaking. In (B) (6): customer reports a (B) (6) male having an intra-operative aortogram and vascular study of the aortoiliac femoral artery using contrast media visipaque, when the high pressure tubing detached from the male connector, male connector left attached to the injector syringe. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.